Manufacturer narrative:
The baxter technician found the¿power cord needed to be replaced. Per the hillrom service manual inspect power cord for damage, twisting and replace if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 12, 2023.¿ it is unknown if the facility performed any other preventative maintenance on this bed.¿¿ the technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.¿

Event description:
(B)(4).